Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2018, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2018 via the right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation. Patient further alleges "fear that the filter might cause damage as it has not yet been removed," as well as post-traumatic stress disorder (ptsd). Per computed tomography report, "the aorta is normal. There is no aortic aneurysm or dissection. There is a filter within the inferior vena cava. The tip of the filter is located at the upper level of the right renal vein. The tip of the filter is centrally located within the vein and does not abut the wall of the inferior vena cava. The filter struts protrude outside the wall of the inferior vena cava up to 4.4 mm anteriorly. The anterior protruding strut abuts the third duodenum. The medial protruding stripe abuts the wall of the abdominal aorta. The lateral protruding strut extends into the intra-abdominal fat and the posterior strut abuts the anterior disc margin at the l3-4 level. The visualized struts appear intact and do not appear bent or deformed."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. G4 (5110k): k211874. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, fear, ptsd. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear and ptsd are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-uni-tulip) lot: e3700759, nor filter (igtf-30) lot: e3698929 and e3698780. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.